Event description:
Customer called to report a hospitalization due to high blood glucose. The customer's current blood glucose reading is 350 mg/dl. Customer stated that insulin was delivering very slow. Customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of the event was over 700 mg/dl. Customer also reported having bent cannulas and kinking sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.